Manufacturer narrative:
Corrected pt ID based on additional information. An event regarding periprosthetic femur fracture involving a secur-fit ha 132 hip stem #10 was reported. Conclusion: no allegation of failure was made against the reported device. The component reported in this event does not interface with the femoral bone. Based on the provided information, the product reported in this investigation did not contribute to the event. Additional product was added to the complaint after the initial medwatch was submitted. Cat no.: 542-11-54f, trident psl ha cluster 54mm, lot code: 25864402. Cat. No.: 6051-1035a, secur-fit ha 132 hip stem #10, lot code: 21336103. Cat. No.:17-3200e, alumina c-taper head 32mm/0, lot code: 10913702. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience.

Event description:
Update as per medical records: patient was admitted and "underwent an open reduction and internal fixation right periprosthetic femur fracture on (B)(6) 2013."

Event description:
It was reported by patient that as he was walking his right hip snapped. Patient was brought to the ER on (B)(6) 2013, where surgeon popped hip back in. Patient is experiencing pain.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remains implanted.